Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position and there was no damage to the adapter. Functionally, the adapter was then connected to the adapter black box running acc software and the strain gauge was responsive. The adapter was connected to a representative handle running v28 software and the adapter with reload attached screen appeared. A reload was attempted to be connected but could not be fully connected to the adapter. The rotating ring was reset. The device was fired on the a1 test fixture without issues. A loading unit was connected and calibrated. It was able to articulate and clamp without issues. The adapter was reconnected to acc and no new errors appeared. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The evaluation detected an unreported condition: the rotating ring in the distal end of the adapter was rotated out of position. This prevented the loading of a reload. The product analysis noted evidence that the device was not used as intended. This issue may occur by improperly loading a reload into the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the demonstration adapter did not fire. Another adapter and the same handle, shell and reload were used to resolve the issue. There was no patient injury.